Event description:
It was reported that patient received inappropriate shocks due to a suspected lead anomaly, resulting in v-fib arrest, defibrillation and CPR. The patients pre-existing low ef declined further and the patient condition worsened to acute decompensated heart failure. The ICD was turned off as the patient was dnr. The patient was discharged to rehab, then home. The patient condition improved as noted in a follow-up visit report (B)(6) 2013. Goal of care remained palliative and lead extraction/replacement was not recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). A partial lead measuring 63.0cm was returned in two segments for analysis. Internal insulation abrasion was noted at 7.5-8.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 21.0-22.0cm from the distal tip. The etfe coating was abraded at this location.

Event description:
New information received notes that the patient also went into coma after cardiac arrest reported before. Now, the lead was explanted due to an unrelated infection. Patient will continue to be monitored.